Event description:
Patient's representative, reported, "enlarged lymph nodes".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient's representative reported "material leaking from the implants and subsequent lump formation in the breast area" confirmed by MRI. Device remains implanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b5, b6, g2, h6

Event description:
The event of enlarged lymph nodes was confirmed to not have occurred.